Manufacturer narrative:
(B)(4). The customer reported a dead battery where the device did not turn on during testing. There was no patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a dead battery where the device did not turn on during testing. There was no patient involvement.